Event description:
It was reported that during the implant attempt of the right ventricle (rv) lead, the patient exhibited an asystolic event. Once pacing resumed the rv lead was repositioned but the physician could not get the stylet out from the lead body as it was stuck in place. With reasonable force, the stylet was removed. The lead was not used and a new lead was requested. When attempting to implant the new lead, the same thing happened. The physician removed the rv lead and dissatisfied with the performance of the 2 leads, requested a competitor lead that was implanted successfully in the rv. When attempting to implant the left ventricle (lv) lead, 5 attempts were made but the lead was not "screwing" into the heart wall. The lead was not used and a new lv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed). (B)(4). The full lead was returned, analyzed and the lead was stretched. It was noted that there was blood/body fluid on all conductors (not obstructed) , the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. Analyst visual comment: the lead had been stretched so the inner tubing buckled and prevents the helix from functioning properly.